Event description:
The rptr stated that there was non-integration of a dental implant at site #3. The pt had type two bone density. The initial primary stability was good. The implant was removed because of failure to osseointegrate.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.